Manufacturer narrative:
A previous report was submitted under 0001038806-2021-00352 with incorrect MFR number. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. One tapered screw-vent implant (tsvm4b11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. Device history record (DHR) review for the lot (63333920) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63333920) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
It was reported implant fracture at tooth site 46. A new implant will be placed.